Event description:
Trap system needle handle broke off while being inserted during bone marrow biopsy. Manufacturer response for bone marrow biopsy set trap system, hs hospital service trap system (per site reporter): replaced current stock with a new lot.